Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure the clip jumped out from jaw and jammed. Another device was used to complete the case. There was no adverse consequence to the patient.